Event description:
According to the customer, this fiber was plugged into the laser and it sparked. Customer reported later, "the connector was connected to the laser and the laser settings were set and confirmed. When the surgeon started the laser, the wire sparked. Wire was removed and another connector from a different lot was used without incident." This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
Customer reported later that the fiber was checked according to labeling instructions before it was used on patient, and the fiber was inside a scope that was in the patient at the time of the reported event. (B)(4).